Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed during antibiotic administration on a patient (dose, programmed amount and delivery rate unknown). The reporter indicated there was no patient harm related to this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The event history log was available for review and showed no evidence of the reported issue. The device had servicing in the field by baxter field service technicians. The rear case was replaced on site at the facility as it was determined a potential cause of the reported problem due to improper cleaning by the customer. Should additional relevant information become available, a supplemental report will be submitted.